Event description:
It was reported that during an unknown procedure, the device stopped working after 30 minutes with an error code 5 displayed, there were no other error codes displayed, no steady tone, another like device was used to complete the case. There was no pt consequence reported.

Manufacturer narrative:
Evaluation summary: the ace36p device was received in good condition in good condition. No visible damage was noted. The hand-activation concluded that there was a switch failure due to intermitent contact between the hand piece and the button assembly. The device was tested on a generator and no error codes were noted. A batch record review was performed and no anomalies were found during the manufacturing process.